Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinician that the patient may have experienced inappropriate shocks from the heart device and the clinician was unable to schedule a patient for a remote transmission in the remote website that day; message indicated twenty-one days. Technical support (ts) suggested having the patient send a manual transmission. Attempts to obtain additional information were not successful. There was no further patient complications reported with this event.